Event description:
During an unknown procedure, the tip of disposable fell off into the pt during use. An x-ray was used to aid in locating piece. No piece of disposable was found. A second disposable was used to complete case.